Event description:
It was reported that this insertable cardiac monitor (icm) fell out of the patient's body. A replacement was implanted. The original icm is not available for returned. No additional adverse patient effects were reported.